Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, upon first firing of product the fired clip did not close properly and did not occlude the vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9082f. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. A picture of two clips was received for analysis. Upon visual inspection of the picture, two clips that appear to be malformed can be observed in a container in what appears to be a back table. Based on the photo evidence, the event description of malformed clips can be confirmed. Typically, forces applied to the distal end of the clip/device during loading and firing can affect clip feeding/formation. All forces should be brought to neutral before firing. In addition, applying clips over a hard object like a staple or another clip is not an indicated use of the device and typically will produce non secure clips, and potentially could damage the clip applier jaws.